Event description:
A patient (age and gender unknown) underwent a therapeutic procedure for hemostasis in hte stomach. The resolution clip device did grasp the tissue and was deployed at the target site. The clip did not maintain its position on the bleed sits which required use of another device to successfully complete the procedure. The patient did not sustain any reported complications or ill effects due to the deployment issues. The patient condition is noted as good.